Event description:
It was reported that the initial procedure was performed on (B)(6) 2011. Four xience v stents (2.5 x 18 mm, 3.0 x 18 mm, 3.0 x 15 mm, 3.5 x 18 mm) were implanted in un-specified vessels. During a doctors visit on 7/27/2015, the patient physician informed him that he had one bad stent and wanted to treat it with an additional stent. Based on the amount of time from the implant date and the need for one additional stent, it can be concluded that in-stent restenosis occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: xience v (3.0 x 18 mm, 3.0 x 15 mm, 3.5 x 18 mm). There was no reported device malfunction and the product was not returned. Stenosis is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided.